Manufacturer narrative:
The device was received by depuy synthes power tools. (B)(4) evaluated the device, and the unit was observed to have a damaged locking mechanism and broken drive shaft. It was concluded that the condition of the motor was caused by misuse/abuse. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had a damaged cord, bearings, and locking components. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.